Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071-53 lead, implanted (B)(6) 2007. (B)(4).